Event description:
During use of the device one of the jaws broke off while the applier was in use inside the patient. The foreign body was located and removed from the patient. A second device was used and the jaws became locked in a closed position and could not be removed from the blood vessel. A third device was used to clip distally and proximally of the blocked clip applier to remove it. There was no adverse outcome to the patient, but there was an increase in operating time.

Manufacturer narrative:
Manufacturer will monitor this issue through trending. The device has not been returned for evaluation. No results are available.